Event description:
Additional information received identified the infection has cleared.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced infection at the lead site as the patient had pus coming out in the area near the leads. Surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted. The patient was hospitalized for 4 days and was treated with intravenous and oral antibiotics.